Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-06176, 1627487-2023-06177. It was reported that both of the patient's drg leads migrated. As a result the patient lost effective therapy. The patient reported pain at the ipg site from their scs system as well. The patient did report falls. Surgical intervention is anticipated but not scheduled.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.